Event description:
Related manufacturer reference number: 1627487-2022-02819. It was reported the patient experienced ineffective therapy after the patients leads migrated. In turn, surgical intervention may occur to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated surgical intervention occurred wherein the leads were explanted and replaced to address the issue.